Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This initial spontaneous report originating from the united states was received from an educator via a company representative, referring to an early twenties (20s) old adult female patient. This report concerned 1 patient and 2 devices. The patient's medical history included first pregnancy (primigravida) and live birth. It was reported that patient was g1p0 (primigravida I and nulliparous). On an unknown date, the patient in her early twenties (20s) had a primary c-section (caesarean section) due to multiple fetal anomalies. The baby was not compatible with life. A dilation and curettage (d&c) (uterine dilation and curettage) was also performed and was not successful. The patient also received multiple doses of uterotonics (unspecified) that were not successful. On an unknown time, the patient underwent first vacuum-induced hemorrhage control system (jada system) 1.0 insertion for postpartum bleeding (also reported as bleeding) (postpartum hemorrhage). After an unknown amount of time, the vacuum-induced hemorrhage control system (jada system) tubing clotted with blood (also reported as blood clogged the tube during use/ tubing clogged with blood) (device occlusion and device issue) and the vacuum-induced hemorrhage control system (jada system) was removed. On an unknown time, a second vacuum-induced hemorrhage control system (jada system) was placed for postpartum bleeding, and it failed to control the bleeding (device ineffective). The second vacuum-induced hemorrhage control system (jada system) was removed after an unknown amount of time and a b-lynch suture was placed which required intervention. The b-lynch suture successfully stopped the bleeding. It was reported that no additional information on second device other than it did not stop the bleeding. The total estimated blood loss was unknown. It was unknown if the patient was placed in the intensive care unit after this event. Patient was instructed by the health care professional (hcp) to never get pregnant again. It was reported that there was no break and no defect reported. It was reported that the device was not reinserted for any reason. The availability of first and second vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system), the lot number was reported as unknown, and the serial number was not available. Therapy with first and second vacuum-induced hemorrhage control system (jada system) was discontinued. The outcome of device ineffective, device occlusion and device issue were unknown. The reporter's causality assessment was not provided. Medical device reporting criteria: serious injury. (B)(4). Additional surgery(surgical intervention that was not planned and needed to be performed in addition to other interventions including surgical ones).